Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported an x8-2t transducer would not articulate fully on an epiq cvx ultrasound system during use. The suspect transducer has been replaced to resolve this issue. There was no patient or user harm associated with this event.

Event description:
A customer reported an x8-2t transducer would not articulate fully on an epiq cvx ultrasound system during use. The suspect transducer has been replaced to resolve this issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
The suspect transducer was replaced for the customer to resolve the reported articulation issue. A thorough investigation was completed. Evaluation of the transducer could not confirm the articulation issue as described by the customer, the transducer was tested for articulation functionality and passed assessment. However, the device was found to be damaged. Visual inspection noted, fluid/corrosion in connector pins, paint chips on connector, customer markings on the cable, scratches and worn/missing itube numbering, scratches on the midhandle, the tipshell and window. The transducer passes the articulation test, fails freeplay test, passes iso, fails cw doppler. The physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.